Event description:
It was reported that after a surgical procedure at the user facility, it was noticed that the t4 battery pack power cord port was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the damage to the battery was found to have been caused by force or impact, and not by a thermal event. The t4 power pack was scrapped by the manufacturer facility.

Event description:
It was reported that after a surgical procedure at the user facility, it was noticed that the t4 battery pack power cord port was melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.